Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapies. Upon interrogation, it was determined the therapies were due to atrial fibrillation with rapid ventricular response. After successfully delivering several therapies with normal hv lead impedance measurements, the device triggered a shorted output stage detection and over current detection alerts. The tachy therapies were programmed off. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and the hv output circuits were found to be damaged. The cause of the output anomaly could not be determined.